Event description:
Caller reported a malfunction on the pump, noted as malfunction code 0, with no significant events occurring prior. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, which successfully resolved the issue as the malfunction code did not recur. Customer was advised to continue using the pump and to contact support again if the issue arose.